Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) battery appeared to be depleting more quickly than expected. Data analysis confirmed this observation. The crt-p was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) battery appeared to be depleting more quickly than expected. Data analysis confirmed this observation. The crt-p was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion. This device is part of the hydrogen induced premature depletion advisory population.